Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem, of reduced angulation was confirmed. The device evaluation found that the angle wire was stretched causing the reduction in angulation. Furthermore as stated in section b5, foreign material was found in the nozzle, this condition was attributed due to insufficient cleaning/handling issue. In addition to finding a reportable malfunction and confirming the customers originally reported issue, the device evaluation also found that the control unit was damaged. The connecting tube was found to have a scratch, a dent, discoloration and a wrinkle. Scratches were found on the cover, switch box, switch 1 and 3, the forceps elevator lever, up/down and right left knobs, control unit and forceps elevator knob. It was also found that the switch 4 has wear, the bending tube is deformed and the adhesive on the rubber bending section cover has discoloration and a chip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The root cause of the event cannot be conclusively identified. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. The instruction for use (IFU) states: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the spray valve function, inspection of the water feeding function, by covering the spray valve hole with your finger. Then depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function by covering the spray valve hole with your finger. Then depress the valve all the way (till the 1st step) and confirm that water flow is observed in the entire endoscopic image. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
The customer reported to olympus, that the angulation was reduced on the gastrointestinal videoscope. The device was returned for evaluation and during the device evaluation, a foreign object was found inside the nozzle, which is a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.